Event description:
Customer reported that the intera refill kit was leaking from the refill needle to luer hub connection. Complaint was reported to have occurred on (B)(6) 2024. Customer alleges that 4 refill kits were leaking from the same location.

Manufacturer narrative:
A total of 4 kits were alleged in the complaint. The suspect kit(s) were required to be returned to intera for evaluation. Only 1 kit was returned to intera while the other 3 were confirmed discarded prior to return. The 1 returned device was evaluted by intera. This device was evaluated for both visual appearance and performance during intera 3000 hepatic artery infusion pump empty and refill. Visual appearance was determined to be acceptable, and no leakage was detected during pump empty and refill. The customer submitted a video recording of the returned device being used on a patient. Review of the video shows that there was a droplet of fluid that clearly came where the needle hub meets the male luer of the tubing set. After the droplet was observed, it is clear that the user in the video tightened the needle, and no additional leakage was observed. Three devices from the same lot were pulled from inventory and evaluated by intera engineering. In summary, the engineer pressurized the connection between the needle and tubing set and exerted maximum manual force. No signs of leakage were observed. This was repeated for a total of 3 times on 3 different kits from the same lot. The device history record for lot 23j038ct was reviewed. No deviations or nonconformances were noted in the device history record. The lot met all performance specifications prior to release, including tensile test, pressure test, clamp integrity and flow. The complaint is unconfirmed. No patient injury was reported. If further information is received at a later date, a supplemental report will be filed.